Event description:
Customer reported that on (B)(6) 2011 she attempted to test her blood glucose level however, noticed missing segments on her adc blood glucose meter's display. Customer further reported as a result of not being able to test, she experienced symptoms of "severe headache, off-balance, aching and dizziness". Customer self presented to a health care facility and she was diagnosed with hyperglycemia and was treated with "glyburide". Customer self treated with "aleve and one ultra set". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned for investigation. The meter powered on with button depression and insertion of both the calibration bar and the test strips. Missing segments on the display of the meter were observed. According to the internal memory log of the meter, the customer was not a frequent tester of their blood glucose. In addition, the meter was manufactured on march 21, 2002. The product is returned beyond the warranty period and the meter has been discontinued since (B)(6) 2007. Given the last manufacturer date of this type of meter was (B)(6) 2007 and the customer was not given emergent treatment to indicate the customer was in severe hyperglycemia.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.